Event description:
It was reported that the device caused over delivery of medication. Patient was hospitalized.

Manufacturer narrative:
Other, other text: customer reported that the device caused over delivery of medication. Tamper seals were intact, device was in good condition. The failure followed the typical mode of the new flow stop cassettes that has been happening. Reviewed the event log, ran the pump in user mode. Unable to determine who caused the problem, pump won't run related to cassette issue. Replaced uso and dso as precautionary measure.

Event description:
It was reported that the device caused over delivery of medication. Patient was hospitalized.

Manufacturer narrative:
Other, other text: customer reported that the device caused over delivery of medication. Tamper seals were intact, device was in good condition. The failure followed the typical mode of the new flow stop cassettes that has been happening. Reviewed the event log, ran the pump in user mode. Unable to determine who caused the problem, pump won't run related to cassette issue. Replaced uso and dso as precautionary measure.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable" alarm while administering 5fu. The alarm was unable to be resolved and the patient went to the clinic. The pharmacy attempted to replace the cassette, but when the bag was pulled from the cassette, only 5ml was left. The pump reflected that the reservoir was at 65ml. 3840mg was in each 100ml cassette. The original programming was 100ml residual volume at a rate of 2.2ml/hr. At the time the patient went to the clinic, the residual volume read 65ml, at a rate of 2.2ml and 0ml was administered, but it was believed that the patient cleared the amount. There was no leaking, the line was primed with the prime button and equashield was used. The patient felt fine when she went to the clinic. Neulasta on pro was administered to the patient. Approximately 1 hour later, the patient began to experience stomach pain, nausea and felt hot and cold. The patient was also tachycardic- EKG was completed. The patient was sent to the hospital for hydration where she was admitted. There is no correlation of under infusion of 5 IFU chemo medication causing this event, as this occurred one hour into the infusion of neulasta with patient feeling fine prior to event.